Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that remote monitoring was disabled. Technical services discussed that the cause was unknown and recommended device replacement if the patient is at risk of safety core operation. This crt-p was subsequently explanted and replaced. This device has not been returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.